Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the physician was ramping down the 5f mynxgrip vascular closure device (vcd) was unable to achieve hemostasis causing the technician to hold pressure. The patient did suffer a hematoma as a result. The device used will not be returned; however, nine sterile devices will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, when the physician was ramping down the 5f mynxgrip vascular closure device (vcd) was unable to achieve hemostasis causing the technician to hold pressure. The patient did suffer a hematoma as a result. Additional information was requested but not provided. One non-sterile mynxgrip vascular closure devices 5f and six (6) sterile units from the same lot were returned for investigation. The sterile units were received in their original sealed pouches but were not stored under controlled temperature conditions. Upon visual inspection, all sterile devices had the shuttles engaged to the black handles, and the advancer tubes and sealants remained in their manufactured positions. Each sterile unit was unpackaged and examined for visible damages or anomalies that could have contributed to the reported issue; and no such issues were observed. The non-sterile device was also inspected and found with the shuttle engaged to the black handle, the stopcock in the open position, and the syringe still connected. However, the sealant, procedural sheath, and advancer tube were not returned. The balloon was observed to be fully deflated. Per functional analysis, the sealant and advancer tube of the returned non-sterile device were not included; therefore, a deployment test could not be performed on this unit. However, the shuttle cartridge was successfully advanced and retracted to the black handle without issue, in accordance with the mynxgrip instructions for use (IFU). An inflation/deflation test was also conducted on the balloon of the returned non-sterile device. During this evaluation, the balloon fully inflated and maintained pressure, then deflated as expected, meeting the requirements outlined in the IFU. Additionally, simulated deployment and inflation/deflation tests were performed on the returned sterile units. The shuttle cartridges were advanced and retracted to the black handle without any issues, confirming proper sealant deployments as per the mynxgrip IFU. The advancer tube was properly engaged with the proximal tamp lock. Inflation/deflation testing was carried out on the sterile units using the syringes provided. In all cases, the balloons fully inflated, held pressure, and deflated correctly without any rupture or loss of pressure, consistent with IFU specifications. A product history record (phr) review of lot f2500301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-failure to achieve hemostasis¿ and ¿hematoma¿ could not be observed since procedural images were not provided and due to the nature of the complaint. Additionally, there were no anomalies noted to the sterile devices received for analysis. The exact cause of the reported failure experienced by the customer could not be conclusively determined during analysis of the returned devices. Based on the limited information available for review and product analyses, it is not possible to determine what factors may have contributed to the events experienced by the customer since there were no anomalies noted to the returned devices and no possible product contributing factors were observed. However, access site factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ also, in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analyses of the complaint device and sterile units, the phr review, nor the available information suggest that the issues reported could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.